Manufacturer narrative:
Results: a review of the device history record revealed no irregularities during the manufacture of the reported lot #5132613. Twenty-two (22) samples were returned to bd to be tested. Bd leak tested the 22 samples returned and was unable to duplicate or confirm the customer¿s indicated failure mode. The devices operated within specifications. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that there was a blood leakage during use of the bd vacutainer® push button blood collection set with pre-attached holder. No injury or medical intervention reported.